Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead had an increased threshold measurement from 1.9mv to 2.8mv and impedance measurements of 400ohms to 1,500ohms. Boston scientific technical services (ts) discussed additional lead testing to verify lead fracture. Additional information received indicated that the lead was surgically abandoned due to impedance issues and suspected lead fracture. Furthermore, the patient was given with intravenous medication. No additional adverse patient effects were reported.